Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient was asleep and the cgm kept alerting that the patient was low, so she gave the patient dexgo tablets. When the cgm value did not change, the patient became grumpy and loud, so his mother checked his bg with the meter and it was showing a value between 14-15 mmol/l. She injected the patient with 2-2.5 units of insulin and the patient calmed down and felt better. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined.